Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Date explanted - (B)(6) 2011. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent bilateral total hip arthroplasty on (B)(6) 1993. Subsequently, patient underwent a right revision on (B)(6) 2011 and a left revision on (B)(6) 2011, both due to polyethylene wear. During both procedures, the hip was aspirated. The modular heads and poly liners were removed and replaced to complete both procedures. No further information has been provided.